Event description:
New information received indicated that additional post-paced t-wave oversensing episodes were observed. Programming changes and further testing were recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post paced t wave oversensing was observed via a merlin.net transmission. The patient was asymptomatic. Reprogramming was recommended.